Event description:
A patient in the (B)(6) was undergoing a dialysis treatment that included a polyflux 210 h dialyzer. Following the resolution of an air in venous line alarm, the patient became symptomatic with hypotension, sudden shortness of breath, abdominal pain, loose stools and burning sensation on the back. The patient was administered < 200 ml saline and oxygen. Lab work was drawn for ldh, haptoglobin and reticulocytes however, the results were not provided. The patient was light-headed at the end of the treatment and required someone else to be transported home.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. No lot history record check and no complaint history file check could be performed as the lot number is unknown.